Event description:
It was reported that the patient's implantable neurostimulator (ins) no longer worked and the battery was no longer able to be charged. The reporter indicated that the patient wanted it removed as she had fallen several times and the leads may have come loose. Additional information received approximately two weeks later indicated that the patient's healthcare provider (hcp) had been notified of the situation. To the reporter's knowledge, an attempt had been made to reach out to the patient about coming into the office but a response hadn't been received yet. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 377775, lot#: n0041450, implanted: (B)(6) 2005, product type: lead; product ID: 377775, lot#: n0030664, implanted: (B)(6) 2005, product type: lead; product ID: 37742, serial#: (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. (B)(4).